Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and stained address serial number label.

Event description:
It was reported that the customer had received a motor error alarm, and was not sure if she had received her bolus dose that morning. At the time of reporting, her blood glucose was 166mg/dl. After troubleshooting, the customer was advised to discontinue use of her insulin pump and revert to her back up plan. She was further advised that the pump would be replaced. There was no additional information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.